Event description:
Meter name: surestep, strip name: surestep, meter code: 9, strip storage: unknown. Symptoms: dizzy and lightheaded. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 80 and 90 mg/dl. The result on the lab was 200 and 390 mg/dl. The time difference between patient's meter and ER was unknown. Treatment was insulin shot. No further information has been reported.